Event description:
This complaint is now reportable based on the analysis completed in 2007. It was reported that during a coronary drug eluting stenting treatment procedure, the 3.50x32mm taxus liberte drug eluting stent (des) was unable to cross the proximal left anterior descending artery (lad). No patient complications were reported. However, returned product analysis revealed stent damage.

Manufacturer narrative:
Visual examination of the returned device revealed stent damage. Several stent struts at the center were mis-aligned. This type of damage is consistent with the device meeting some form of restriction. Several kinks were present along the entire length of the hypotube. The shaft polymer extrusion was bunched and the port region of the device was twisted. This type of damage is consistent with excessive force being applied to the device upon meeting some form of restriction. A review of the shop floor paperwork found that the device met its material, assembly and product specifications. The most probable root cause of this complaint is unknown.